Event description:
It was reported that during a da vinci si hysterectomy procedure, the tips on the pk dissecting forceps instrument were not meeting. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with one grip bent. The bent grip caused side to side misalignment of grips. There was a .080 offset at the tips, indicating overloading at the tip occurred. The instrument passed electrical continuity testing. It was concluded that the damage to the grip was likely due to mishandling/misuse. Failure analysis investigation also found that the distal pulley had scratches. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.